Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Item not returned to manufacturer.

Event description:
It was reported that the patient had bone.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One problem associated with this minor defect rate is bone loss, which is likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Bone loss is a previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess bone loss as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. With no signals indicating a systemic quality issue, no escalation to CAPA is required. The following sections have been updated: g4: date received by manufacturer. H3: device evaluated by manufacturer. H6: evaluation codes h3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.